Manufacturer narrative:
Through further investigation, a steris service technician determined the unit was repairable. To resolve the issue, the technician replaced the damaged components, tested the unit, confirmed it to be operating according to specification, and returned it to service. The damaged components subject of the reported event were disposed of by the user facility, and therefore, were not available for further evaluation. Without the return and evaluation of the damaged components, a cause cannot be determined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their v-pro max sterilizer caught fire. No report of injury.